Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) has exhibited an indicator of middle of life 2 (mol2) three months post implant.